Event description:
It was reported that the pump's "usb port was loose - caused cord to not fit properly". There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.